Event description:
I am reporting a severe safety issue regarding the medtronic guardian 4 sensor. I have observed consistent, large-scale discrepancies between the sensor readings and capillary blood glucose (bgm) finger sticks. Despite following all calibration and wear protocols, the sensor readings consistently deviate from capillary blood samples by more than the industry-standard 70% margin.